Manufacturer narrative:
The integrated electrosurgical generator unit (iesu) has been returned and evaluated by the failure analysis team. The unit was returned for failure analysis, and the reported failure was confirmed via system logs and reproduced during in-house testing. The unit has no significant scratches or dents. The front bezel was in decent condition.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) called in to report that fault c-30 was occurring intermittently on the integrated electrosurgical unit (iesu). The csr was able to restart the iesu and replace the energy cables, but the fault kept returning. The procedure was completing as planned with no reported injury. Isi followed up with the csr and obtained the following additional information: the system and iesu functionality was checked upon powering on the system, and they initially powered on without errors. The surgeon continued with the robotic procedure using an external generator, and the assistant surgeon was using a laparoscopy video forceps. The robotic procedure was completed without the use of the iesu. There was no patient harm.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue and replaced the integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. Isi did not receive the iesu involved with this complaint to perform failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined.